Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred and the implantable pulse generator (ipg) system was explanted. Additional information obtained reported the patient presented with confusion and blood cultures were positive for candida albicans fungemia. No further patient complications have been reported as a result of this event.